Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jun-2019 with the following findings: during investigation, the original complaint about vibration issue was unable to be duplicated. The vibration works properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging an audio tone/vibration (vibration issue) issue. It was alleged the pump was continuously vibrating. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.